Event description:
It was reported the sys had an intermittent communication failed error messages. This error results in a sys lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.